Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported nine cases of overcorrection after hypermetropic lasik procedures. The surgeon informed that he had recently decreased the power of the laser. Reporter informed that the pt does not have any concern now. Add'l info has been requested. This report references the left eye. Another MFR's report will be filed for the fellow eye, of the same pt. Reports associated with other cases will also be filed separately.